Event description:
The patient reported that they lost stimulation, but their programmer shows that the stimulation is still on. They further stated that right after labor day weekend the implantable neurostimulator battery (ins) ran out. The patient then charged the implant, but now they aren't feeling any stimulation. They mentioned that once in a while they get a quick zap. The patient tried increasing the stimulation, but it didn't resolve the issue. They noted that the ins battery was 1/4th full at the time of the report. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.